Event description:
A pt undergoing a surgical procedure sustained a third degree burn from an electrosurgical pt plate placed on their arm; the location where the plate was positioned on the arm was not specified. The medical intervention required debridement at the site. It was reported that the product used was beyond its labeled expiration date. The catalogue number used was a small pt plate. According to 3m's labeling for this product, the largest size pt plate should be used whenever possible. Also, the application site was not prepped and it was noted that the pt's arm hair was of medium density. The 3m's labeling recommends removal of hair from the application site prior to use of the plate to avoid burns.